Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain and erosion. It was reported that the patient underwent additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent anterior/posterior colporrhaphy, enterocele repair, partial vaginectomy and perineorrhaphy due to intrinsic sphincteric deficiency, cystocele, rectocele and vaginal vault prolapse.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that the patient died on (B)(4) 2016. No additional information was provided.